Event description:
It was reported the programmer would not read the patient's device. The programming head was replaced and still could not read the device. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment of the programmer not being able to read a patient's device. The programmer was used to interrogate devices and no anomalies were found, however when the device was reloading software it came up with two errors and then locked up on a boot-up screen and would not continue loading. It was also noted that the electrocardiogram (ECG) connector was loose and the power cord door was damaged.